Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause for the alleged operative complications experienced by the patient and his subsequent demise. Isi has contacted the site¿s or manager and attempted to contact the site¿s risk management department to obtain additional information regarding the reported event. However, no additional information has been obtained as of the date of this report. If additional information is received a follow-up MDR will be submitted to the FDA. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure based on the available system logs. As of the date of this report, no complaints have been reported to isi involving any of the instruments used during the surgical procedure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a patient reportedly underwent a da vinci-assisted surgical procedure, experienced unspecified operative complications, and subsequently expired from an unknown cause.

Event description:
It was reported that a patient underwent a da vinci-assisted surgical procedure related to prostate cancer, experienced unspecified operative complications, and expired on post-operative day #10. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No further clinical information was provided. The following information is unknown: the causes of the alleged operative complications, what medical intervention was administered due to the operative complications, and the cause of the patient¿s death.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause for the alleged post-operative complications experienced by the patient and subsequent demise. Isi has contacted the site¿s or manager and attempted to contact the site¿s risk management department to obtain additional information. Isi has obtained additional information related to the patient¿s age, weight, ethnicity and race. However, no other information regarding the cause of the reported event has been obtained. If additional information is received a follow-up MDR will be submitted to the FDA. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure based on the available system logs. As of the date of this report, no complaints have been reported to isi involving any of the instruments used during the surgical procedure. It is also confirmed that all the instruments used in this procedure were used in subsequent procedures. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a (B)(6) male patient reportedly underwent a da vinci-assisted prostatectomy surgical procedure, experienced unspecified operative complications, and subsequently expired on post-operative day 10 from an unknown cause. This report has been generated in response to FDA inspectional observations dated 6-mar- 2020.

Event description:
It was reported that a patient underwent a da vinci-assisted surgical procedure related to prostate cancer, experienced unspecified operative complications, and expired on post-operative day #10. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No further clinical information was provided. The following information is unknown: the causes of the alleged operative complications, what medical intervention was administered due to the operative complications, and the cause of the patient¿s death.

Manufacturer narrative:
On 16-jul-2018, intuitive surgical, inc. (Isi) received the following additional information regarding the reported event from the site¿s risk management department. The risk manager confirmed that the patient had undergone a da vinci-assisted prostatectomy procedure. However, she stated that they ¿do not think the robotic product had anything to do with the patient's demise" or ¿complications.¿ no other information was provided. Based on the additional information provided, this complaint is no longer deemed reportable due to the following conclusion: there is no evidence or allegation that an isi device caused or contributed to the patient¿s demise or ¿complications.¿ in addition, there is no allegation that an isi device malfunctioned in a way that could contribute to an adverse event if it were to recur.